Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: the patient files analysis led to the following observations: the subject pacemaker switched in standby mode on (B)(6) 2026 at 12h09. The subject pacemaker switched in standby mode following the detection of a corruption in device memory data upon memory integrity self-checks performed by the programmer during the device interrogation. The programmer has requested the switch in standby mode because one bit was corrupted. The origin of the unexpected data corruption could not be identified with certainty. However, the most probable hypothesis is an alteration of the memory content by a seu (¿single event upset¿ or ¿bit-flip¿ ¿ i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. Standby mode is a safety mode of operation, as explained in the implant manual. The device re-initialization process was properly performed on (B)(6) 2026 at 12h12 and normal pacemaker functioning was restored. Based on the available information, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Event description:
Reportedly, the physician interrogated the device and noticed that it was in status of reset (pop up appeared) the nominal value were programmed and had to be reprogrammed . The patient had no explanation and no circumstances that might lead to a reset. Programmer data is attached.